Event description:
Baby transferred 12 hours after delivery for neurological evaluation. Baby's mother was 30 yrs old, born 5/24/1967, and weighed 157 lbs. * user facility first became aware of event in 7/1998.